Manufacturer narrative:
Concomitant medical products: t510c27 tissue valve, implanted: (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission indicates the right atrial (ra) lead has possible non-capture when pacing. A follow up with the patient¿s healthcare provider yielded no further information. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.